Event description:
The hosp advised that heparin was set up to infuse on channel a. They do not know in which mode the heparin was set to infuse, primary or secondary. Hosp stated 50 ml of heparin infused in one hr, and the volume to be infused in the secondary mode changed from 6 ml to 45 ml. Protamine was administered to the pt to counteract the overinfusion of heparin.